Event description:
The customer reported that the unit will not fluoro. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep reseated the boards in the workstation. He flashed the nodes and reloaded the cal files. He adjusted the high voltage regulator board ma nulls, a debug monitor shows possible problem with fluoro functions board. The fluoro functions board were replaced and he reloaded the cal files. He verified tracking with copper filters and test fluoro at various techniques 1 minute each without error. The unit operates as intended.